Event description:
In 2009, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On unk date, the pt presented to the emergency room with renal failure, a type I endoleak, aneurysm growth (7.2cm to 12.5cm), and evidence of aneurysm rupture. It was also noted that the right renal artery was covered. In 2009, a reintervention took place using medtronic devices. The physician was unable to advance one of the grafts due to tortuosity, so an attempt was made to perform an aorto-uni-iliac procedure. However, the pt's blood pressure and heart rate dropped, and after attempts to occlude the aorta, the pt expired.